Event description:
Additional information received reported a scheduled revision of the lead and/or battery for (B)(6) 2012. Further information received reported that the lead and battery were replaced. The patient was reported as having excellent coverage.

Event description:
It was reported, the implantable neurostimulator was turning off and delivering intermittent stimulation. This had been happening for a couple weeks. The patient used the ins (B)(6). The patient believed, the ins was shutting off without a lightning bolt when syncing it. The ins was checked by hitting the sync key, rather than the on/off button on the patient programmer. It had not been visually confirmed that the device was off. When the ins was off, the patient did not have to recharge to turn the ins back on, so it did not appear to be "cutting off", because of a discharged ins. The patient had not had to recharge for a few weeks. The diary within the measurement tab was analyzed and it showed, the ins was on, all the time. On (B)(6), showed as being 100%. It was recommended the patient make note of the date/time, they visually confirm stimulation cutting off and if this continues to occur, the telemetry strips will be required. The manufacturer representative indicated, they met the patient two months prior and they programmed a round problematic impedances. Contacts 0 and 1 were both open circuits at that time; they showed >3600 ohms with all contacts. Electrode 7 was shorted, however, the patient was not programmed on 7. It was noted that with different positional changes, the impedances can fluctuate drastically. There were no occurrences of strong emi, nor pors. The scheduled therapy was off, as well. Stimulation coverage at the moment was reported to not "really" be covering areas needed, because they cannot program on electrode 7, 0 or 1. Additional information received reported an appointment had been scheduled for (B)(6) 2012. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 3998cws, lot# n27050, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).